Event description:
Reported as a leak, "the doctor found a fracture in the tubing coming down from the band. The doctor went to grasp the tubing during a port revision, and it was brittle and kept breaking. The doctor is going to re-schedule a surgery and do a full band with port replacement on another day. Only the port and a few pieces of tubing were explanted at this time."

Manufacturer narrative:
Taper ii, the product associated with this report has not yet been returned. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Further information from the reporter regarding serial number has been requested. Device labeling address the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."